Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
The battery pack is labeled as dbp-2003, serial number (B)(6), and is marked as manufactured by defibtech. The battery pack was determined to be non-genuine, not authorized for use with defibtech devices, and not purchased through an authorized defibtech distribution channel. This event was initially reported based on the device reporting a "replace battery pack now" warning, indicating loss of device function that could prevent therapy delivery if it were to occur during patient use. Subsequent investigation identified the battery pack as non-genuine. The customer was advised to replace the battery pack with an authorized defibtech product.